Manufacturer narrative:
H10: device evaluation: it is not possible to confirm the fault or determine cause as the device has not been returned for investigation. The investigation will be re opened if the device is returned. No previous service history located. Manufacturing DHR is not relevant to the investigation as the reported fault occurred post manufacturing.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with minor wear and tear. The tidal volume knob rebounds from its end stops. The technician performed a functional check on the function switch knob. The reported issue was confirmed. The root cause of the reported issue was found to be stuck/faulty function switch. The technician replaced function switch.a corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received at smiths medical 28-sep-2021: transport ventilator does not go into continuous positive airway pressure CPAP/flow. Control knob does not turn. No injury or intervention

Event description:
It was reported that the control knob on a smiths medical ventilator does not go into CPAP mode. Feels like something is blocking the mechanism. No adverse patient effects were reported.